Manufacturer narrative:
(B)(4). Date of event; unknown month and day, 2015. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00384 and 0001825034-2017-03281.

Event description:
It was reported that the patient has been indicated for an elbow revision due to peri-prosthetic ulnar fracture and loosening around the ulnar component approximately 2 years post-implantation. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to confirmation of the patient falling and is not related to a product issue.